Event description:
It was discovered in eval that a pump was experiencing undetected downstream occlusions. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Testing experienced a "downstream occlusion before testing". There were no downstream occlusions reported in the original complaint. There were multiple downstream occlusions in the history log. The pump was run for approximately 6 hrs with no downstream occlusions. Calibration was completed. The downstream sensor/pusher were replaced.